Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for a device change-out due to elective replacement indicator (eri). Reviewing of the (B)(6) 2019 device interrogation transmissions revealed that the device inaccurately triggered eri prior to implant date. An alert was also observed noting that the device had reached end of service (eos) on (B)(6) 2019. The estimated remaining longevity of the device was 1.5 years during a failed crtp upgrade procedure on (B)(6) 2019 when the venous access was occluded due to the patient¿s anatomy. It was discussed that the diagnostic anomaly could occur if the patient had any procedures that used electrocautery. The device was not replaced. Instead, device firmware was re-downloaded to clear the false eri alert. The patient was stable and will continue to be monitored with routine follow-ups until actual eri.